Event description:
It was reported that the patient received inappropriate therapy. It was also reported that the implantable cardioverter defibrillator did not withhold therapy for t-wave oversensing (twos). It was also reported that the left ventricular (lv) lead dislodged. Additional information was attempted to be obtained regarding any possible intervention, however, it was not available. The lv lead and the ICD remain in use. No further patient complications have been reported as a result of this event. It was later reported that the patient also experienced diaphragmatic stimulation and that the lv lad had a sudden increase in threshold and high threshold and would not properly pace. The lv lead was replaced. It was also later reported that the right ventricular (rv)lead had t-wave oversensing (twos). The rv lead was reprogrammed and remains in use.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4195 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
Additional information was obtained, which indicated a competitor rv lead had been explanted and replaced. It was determined the rv lead that exhibited twos was a competitor lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.